Event description:
It was reported that customers battery doesn't charge as quickly as it used to. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.